Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (damaged cable or wires exposed) has been confirmed. Upon eval, the trunk cable and connector were damaged. The damage to the trunk cable occurred between the distribution node and the front therapy electrode. The cause for the damaged cable and connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector and cable. The patient received a replacement electrode belt.

Event description:
A (B)(6) male pt contacted zoll customer support to report that he damaged his electrode belt and it would no longer work. The pt was provided with a replacement electrode belt.